Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description, photo, device's logs and service report. Based on technician statement, the device was checked and nozzle unit on o2 gas module was defective. The issue has been resolved by replacing nozzle unit and the device was delivered to the user in working condition. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).